Manufacturer narrative:
It was reported that mesh was implanted due to pelvic organ prolapse. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to infections and on (B)(6) 2013 for mesh perforating bowels resulting in approximately 5¿ of intestine being removed. It was reported that the patient was treated for severe pain, blocked bowel and diverticulitis on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. It was reported that the patient was treated for blocked colon on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.